Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pericardial effusion. It was reported that the low voltage lead was suspected to have damaged the coronary sinus and the ECG waveform was noted to have changed to the patient's intrinsic rhythm. The patient was kept under observation and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.